Event description:
Pump was reported to overinfuse. The pump was set to deliver an unknown medication at a rate of 150ml/hr with a total volume to be infused of 1000ml. The entire bag had infused in 1 hour. No additional clinical details were able to be obtained. No pt injury was reported.